Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump had no button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was cracked and humidity has entered the insulin pump. The customer's blood glucose was 6.0 mmol/l. The insulin pump will be returned for analysis.